Event description:
It was reported that a patient was experiencing pain in his legs. The patient had an x ray which confirmed that the superion indirect decompression spacer had migrated. The patient spacer was explanted as a result. The spacer will not be returned for analysis as it was retained by the medical facility.